Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was alleged in the letter received from the customer that during the surgery the nail and the target device got stuck together. It was further alleged that the surgery couldn't be finished with the kit available and a kit from a competitor was used instead.